Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, line b of the device was programmed in concurrent mode to deliver an unspecified concentration of lipids, at a rate of 0.2ml/hr, and the delivery was started. No further programming parameters were provided. At 2200, it was reported the device alarmed for air in line. At that time, the nurse noted the lipid container was empty, and the device displayed a rate of 202ml/hr, instead of the intended rate of 0.2ml/hr. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1858, line a was programmed to deliver at a rate of 11.7ml/hr, with a vtbi (volume to be infused) of 280ml, for a duration of 23 hours and 55 minutes, and the delivery was started. At 1859, line b was programmed in concurrent mode, to deliver at a rate of 102ml/hr, with a vtbi of 24ml, for a duration of 14 minutes, and the delivery was started. At 1913, the device alarmed n160 (line b vtbi complete), line b was stopped with a volume infused (vi) of 24ml. At 1914, line b was reprogrammed with a vtbi of 50ml, for a duration of 29 minutes, and the delivery was restarted. At 1940, the device alarmed n230 (prox air, backprime). At 1941, the alarm was silenced and the device was backprimed twice. Between 1943 and 1948, line a was restarted, line a was stopped with a vi of 8.7ml, and the device was turned off. The review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.